Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) as the cylinders pushed out below the glans and the device looked buckled. During surgery, cylinder oversizing was confirmed. The patient had these cylinders implanted as they were considered as the best fit for the patient. All components of the existing ipp were explanted and replaced with a new ipp. No patient complications were reported.